Event description:
A technician reported that a patient presented with a foreign body sensation, dry eyes, and floaters in the right eye approximately three weeks post lasik. The patient was noted to have dry eyes and floaters in the right eye. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).